Manufacturer narrative:
One (1) used empty 25ml bag, 0.9% nacl by baxter , one (1) used list # unknown, bag spike adapter, with clave additive port and dry spike adapter; lot # unknown , one (1) used list # ch2000s-c, spinning spiros® closed male luer, red cap; lot # 4168326, blue c-clip and one (1) used primary administration set smartsite; manufacturer - carefusion were returned for evaluation. As returned a leak was confirmed at the connection between the carefusion male luer and the ch2000s-c spinning spiros female luer. Light handling during testing revealed that there was an inadequate luer to luer connection between the carefusion male luer and the ch2000s-c spinning spiros female luer. There was no evidence of spin feature binding and the residual torque met product performance expectations. The ch2000s-c spinning spiros and bag spike adapter with clave additive port and dry spike adapter were pressure leak tested and both met pressure leak expectations outlined in the product performance specification. The male and female luers at the connection point were measured and both were iso compliant. The probable cause of the leakage is an inadequate luer to luer connection between the carefusion male luer and the ch2000s-c spinning spiros female luer during use. The device history review for lot number 4168326 and relevant sub-components were reviewed and there were no relevant non-conformances found.

Event description:
The event involved a spinning spiros® closed male luer, red cap that during an infusion of vincristine (vcr) a leak was immediately noticed at the spiros cap. The infusion was stopped and new bag requested from pharmacy. There was patient involvement and no adverse event or no reported death.